Event description:
The customer contacted baxter's technical service center regarding a system error 2240, which occurred on the homechoice (hc) during dwell 1. The home patient (hp) stated the final bag disconnected. The baxter technical service representative (tsr) had the hp close the transfer set. The tsr advised the hp that a system error 2240 indicates a large amount of air entered the cassette. The tsr advised the hp to start over with new supplies. The tsr assisted the hp to disconnect and retrieve the cassette. The tsr advised the hp to inform the peritoneal dialysis nurse of the system error 2240 and that the bag disconnected while she was connected at the time. The solution to this issue was provided over the phone and a swap of the device was not necessary. There was no patient injury or medical intervention indicated at the time of the initial report. The hp discarded the sample.

Manufacturer narrative:
(B)(4). Per the customer, the sample discarded.